Event description:
During balloon deployment of the edwards valve, the balloon of the of the edwards sapien valve ruptured. The balloon then, during retrieval through the sheath, came off of the catheter and was free floating in the abdominal aorta. Tavr valve delivery device catheter tip broke off in aorta while trying to remove. Company representative on site and made aware.what was the original intended procedure?trans catheter aortic valve replacement: tavr.